Event description:
Pt was cleaning tracheostomy tube with it in place and the stem on the cleaning brush broke leaving the brush stuck in the trach tube. Pt came to the hosp ER where brush was removed from the trach tube without any adverse outcome.